Manufacturer narrative:
Patient stated sometimes he has to catheterize really fast and can't follow all parts of procedure such as washing hands and urethra entrance before catheterizing. Cleanliness procedures may impact probability of contracting a uti.

Event description:
Patient (user) experienced a urinary tract infection (uti). No product problem or physical injury was reported. Patient was prescribed an antibiotic for the infection.